Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range pacing impedance on the right atrial (ra) lead. Dips in impedance measurements have been occurring for several months. Additionally, noise and oversensing was noted. Boston scientific technical services (ts) advised bringing the patient into the office and doing serial impedance testing. The patient is only atrial paced 2% of the time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.